Event description:
Customer reports of not being able to remove battery cap. Customer unsuccessfully attempted to remove battery cap with a quarter and a flat-head screwdriver. Customer also reports that buttons on insulin pump were not working. Customer's blood glucose was 184 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Unit received with stripped battery cap coin slot (p). Unit received with broken battery tube threads and reservoir tube lip. Unit was received with minor scratches on lcd window. Unit received with cracked case at display window corners. Unit received with intermittent buttons due to corroded keypad traces.